Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that as per evaluation of arctic sun device, it was found that the neutral and hot connections from the ac main voltage circuit card to the power inlet module showed signs of overheating and it was reported that both will need to be replaced. The tank seals were torn free and will need to be replaced. The double bend tube had expanded on the tank side and will need to be replaced as it would not fit into a new seal. The connector from the isolation card to the control panel was found damaged. It was unknown if the damage occurred during previous service at our facility or by a biomedical technician at the hospital. This did not affect function as it booted properly. However, it will be replaced under courtesy warranty as a preventive measure to assure data connection to the control panel will not be lost. The power connection on the chiller pump was found to be damaged when the tank was disassembled. It was not known when this happened and will be replaced as a courtesy warranty. The power cord retaining bracket was missing and will be replaced as well.

Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was covered in CAPA #1405844. It was found that the neutral and hot connections from the ac main voltage circuit card to the power inlet module showed signs of overheating. The ac main voltage circuit card, and the power inlet module were replaced. All upgrades were verified complete in accordance with service procedures. Device was put through a functional check. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device was not being used for treatment at the time of the reported event. The product did not meet specifications for the reported failure. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that per evaluation of arctic sun device, it was found that the neutral and hot connections from the ac main voltage circuit card to the power inlet module showed signs of overheating and it was reported that both will need to be replaced. The tank seals were torn free and will need to be replaced. The double bend tube had expanded on the tank side and will need to be replaced as it would not fit into a new seal. The connector from the isolation card to the control panel was found damaged. It is unknown if the damage occurred during previous service at our facility or by a biomedical technician at the hospital. This did not affect function as it booted properly. However, it will be replaced under courtesy warranty as a preventive measure to assure data connection to the control panel will not be lost. The power connection on the chiller pump was found to be damaged when the tank was disassembled. It was not known when this happened and will be replaced as a courtesy warranty. The power cord retaining bracket was missing and will be replaced as well.